Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or intervention were performed. The patient condition was stable.

Event description:
Additional information received notes low defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.